Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated and the customer¿s allegation was confirmed. The switch pc board was defective. In addition, the nozzle was clogged and foreign material was found and attributed to insufficient cleaning. The angle wires were stretched, and the connecting tube had a wrinkle, discoloration and a scratch. The objective lens was discolored. The scope connector and scope connector cover were damaged. The scope connector and up/down knob were corroded. The control section was discolored. There were scratches on multiple parts of the device. The image on the device was partially dark due to dirt on the objective lens. Information was provided by the customer regarding the reprocessing and cleaning of the device. They indicated the device was cleaned, disinfected, and sterilized before requesting repair. Presence of foreign material adhering to the device was not known at the time. There was no delay to the start of pre-cleaning which was done properly, and water/air was supplied to the nozzle. The accessories used for reprocessing were normal and without issues. Liquid was sent to the air/water nozzle. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that when using an evis lucera elite gastrointestinal videoscope, switch 4 did not work. The device was returned and evaluated, and foreign material was found in the nozzle. There was no patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.